Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: the patient came to the blood drawing room of the emergency department at 15:00 on (B)(6) 2023, and used a biochemical tube to draw blood for tumor marker examination. During the blood drawing process, the end of the blood drawing needle inserted into the vacuum tube was found to pop out at any time. As a result, the negative pressure of the vacuum tube decreases, the blood flow slows down, and the vacuum tube is wasted. This situation will also lead to the danger of needle-stick injuries for the blood-drawing nurse. Change the biochemical tube immediately. When drawing blood, hold the end of the blood-drawing needle inserted into the vacuum tube with your hand to prevent it from popping out.

Manufacturer narrative:
Medical device brand name: bd vacutainer® sst¿ blood collection tubes. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill and tube push off with the incident lot was not observed. Additionally, retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill and tube push off as all samples met specifications. 20 retention samples were subjected to a draw test. All tubes were within specification. Tubes ranged from 4.6099 (ml) - 4.6905 (ml) with a specification range of 4.5(ml) ¿ 5.5(ml). The stated label draw of 5 ml draw. Additionally, while completing the draw volume testing, tube push off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill and tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.